Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated, an error message was displayed. The procedure could be finalized by ignoring it. There was no adverse event for patient.